Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the pump delivered an auto bolus correctly but then the customer delivered a manual correction bolus which resulted in the low bg. Customer required assistance injecting glucagon to address the low and ultimately went to the emergency room for the issue. Customer declined further troubleshooting and tandem technical support was unable to gather an additional information.